Event description:
The hearing aid (h/a) user came to the h/a dispenser's office and complained that the belfit ring from her aid had come off in her ear. The dispenser was not able to remove it. He referred her to the facility for removal.